Manufacturer narrative:
(B)(6).   Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00 x 38 synergy¿ drug-eluting stent was attempted to be advanced to treat the lesion. However, upon inserting the device into the touhy, resistance was noted within the touhy. So, the device was pulled back and it was noted that the stent got dislodged inside the touhy. The physician then disconnected the entire touhy containing the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned with the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 220mm proximal of the hypotube to midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found one midshaft kink at 30mm distal from the hypotube to midshaft bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00 x 38 synergy" drug-eluting stent was attempted to be advanced to treat the lesion. However, upon inserting the device into the touhy, resistance was noted within the touhy. So, the device was pulled back and it was noted that the stent got dislodged inside the touhy. The physician then disconnected the entire touhy containing the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.